Event description:
It was reported that the drill broke. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, 3.0 mm drill bit, ar-9628, serial/batch number (B)(6) was received for investigation. Visual evaluation found that the drill's tip was broken. The broken fragments were not returned for evaluation. Functional testing was not performed due to the damage of the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely causes for this type of occurrence are prying/levering the device against hard bone or other instrumentation during use.

Event description:
Update swit 05-jul-2024: it occurred during a surgery. There was no harm for patient.